Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6) name of hospital: (B)(6) hospital.

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the patient had experienced high blood glucose (bg) of diabetic ketoacidosis (dka). The patient had been admitted to the hospital and had reported a bg value of 389 mg/dl. The patient had been treated with an insulin drip. The current bg value was 313 mg/dl. No further information available.